Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Two sets of log files were returned that corresponded to the batch number and event date of the reported device. Analysis of both log files concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of all the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation ablation procedure with ensste x in voxel mode, a cardiac perforation occurred which required a sternotomy. Transseptal puncture was performed and two sheaths were inserted, an sl sheath with an advisor fl mapping catheter and an agilis sheath with a tacticath se ablation catheter. The left atrium was mapped with the mapping catheter then ablation was started in the left veins. While attempting to position the ablation catheter at the anterior aspect of the left inferior pulmonary vein (lipv), the catheter went to an unmapped area. Impedence was noted to be high and it was thought the catheter could be in a branch of the lipv. A CT scan (segmented with verismo) revealed there was not a branch in the lipv. The physician checked the silhouette and noted not much movement. Echocardiogram showed a small pericardial effusion. The patient had serious ventricular dysfunction and it was attributed to the low silhouette movement. The blood pressure remained stable. At the end of the procedure, a repeat echocardiogram was done which revealed that the effusion had increased a little. Protamine was administered and the effusion was monitored. Upon another recheck, the effusion had increased so a pericardiocentesis was performed followed by a sternotomy to stop the bleeding and repair the perforation that was located near the mitral valve. The patient recovered and is now stable. The physician thinks the perforation happened in that moment when the ablation catheter entered in an area that was not mapped before with higher impedance and that did not match with the CT scan. There were no performance issues with any abbott device.